Event description:
It was reported that the patient presented to the ep lab with a positive pet scan on the leads. The pocket grossly looked normal. The patient complained about constant pain with transient fever. All leads and device are planned to be extracted.